Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 113241: (B)(4) items manufactured and released on 21-dec-2011. Expiration date: 2016-11-30. No anomalies found related to the problem. 2 items resterilized and released on 15-may-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. 1 item resterilized and released on 01-sep-2016. Expiration date: 2021-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Preliminary investigation performed on the (B)(6) 2020 by medacta hip r&d project manager: implant covered in bio-fluids. Ha layers disappeared during time in-situ. Clinical evaluation performed by medacta medical affairs director: 8 years after primary cementless tha the stem is removed because loosening is suspected. The images supplied do not allow a proper evaluation of the radiological situation pre-revision. Radiolucency seems to be present, but causes for loosening cannot be determined with the information at hand.

Event description:
Revision surgery was performed 8 years after primary on a patient with suspected loosening of quadra h implant. X-rays showed radiolucent lines. No signs of infection. Stem and head were revised. Stem was easy to remove.